Event description:
It was reported that a patient is having issues after undergoing a water vapor therapy procedure in (B)(6) 2023. The surgery did not have the expected effect, the physician treated the upper and lower lobes and was not able to treat the middle or central lobes. The patient reports that he is unwell, with the urinary tract closing and difficulty urinating. No further information was provided.

Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. However, the symptoms of urinary retention and urinary urgency were confirmed and are known risk associated with implant of these devices as indicated in the instructions for use. According to this information, a probable cause of known inherent risk of device was assigned to this investigation.